Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failures. The customer's blood glucose level was 100 mg/dl. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement and the displacement test. All operating currents are within specification and no unexpected low battery alert or battery errors noted during testing. No unexpected pump error 63 alarm during testing however, pump error 63 alarm is found in the formatted history file due to broken traces at the keypad assembly.